Event description:
It was reported that following implantation of a preloaded multifocal intraocular lens (iol), model drn00v, in the patient¿s left eye, unexpected postoperative refractive error and blurry vision were observed. The intended target refraction was -0.25; however, the patient¿s refraction was -1.50. As a result, the surgeon explanted the original lens and implanted the same model with a 1.5-diopter difference (drn00v 21.0 d). Following the lens exchange, the current manifest refraction is -0.25, consistent with the planned target. No further information was provided.

Manufacturer narrative:
. Section e1: initial reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4613: minor injury/ illness/ impairment (hm-blurry vision (not impacting daily life activities): vision blurred (patient daily life activities not impacted). Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.